Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-15280, 1627487-2014-15281. It was reported the patient's leads migrated into the ipg pocket and the patient experienced uncomfortable pocket stimulation. Surgical intervention was undertaken on (B)(6) 2014 and the leads were explanted and replaced. The patient reported effective stimulation coverage postoperative and was no longer experiencing pocket stimulation.